Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the have an appointment scheduled with their healthcare provider (hcp) on (B)(6) 2016. They noted that the circumstance that led to the urinary incontinence was a change in the device programming. There were no steps taken to resolved the issue and it had not resolved.

Event description:
The consumer reported that the patient had to get up more at night due to a gradual change in therapy or symptoms in (B)(6) 2016. The patient had a head only MRI and a CT scan with contrast on the carotid artery that could be related to the issue. The patient did have stimulation off for the procedures. There were no trauma or falls that could be related to the issue. The patient felt stimulation. The patient would follow-up with their health care provider (hcp) to resolve their symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.